Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as "user facility" and "company representative" had not been marked in the initial report. In addition, the h6 coding was updated to include the reportable malfunction reported by the customer. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the image flickered due to a communication failure caused by a disconnection due to cable twist. The event can be prevented by following the instructions for use: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cable of their autoclavable camera head was broken. During device inspection by olympus, the camera head produced a flickering image. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to observing a flickering image due to a twisted cable, the device evaluation also found a worn out cover unit with a decentered adapter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.